Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm. The proximal aorta was 30 mm in diameter and 45 mm in length. The right and left access vessels were 10 mm in diameter. The proximal aortic neck shape was tapered. There was no presence of thrombus or calcification. The one month follow up CT with contrast revealed that the patient had a small right buttock claudication at 500 meters. The event may have been a result after the embolization of the right hypogastric artery. The investigator assessed this event to not be related to the study device but to the study procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Related to operational context (procedure related; event may have been a result after the embolization of the right hypogastric artery). Conclusion: operational context contributed to event (procedure related; event may have been a result after the embolization of the right hypogastric artery).